Manufacturer narrative:
Result: side rail assemblies.

Event description:
It was reported by service report that the siderails were damaged on the bed. No patient involvement or adverse consequences are reported.